Manufacturer narrative:
The reported health care facility's address is (B)(6). The initial reporter's phone number is (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval stiff snare was used to remove gastric polyps in the stomach during an unknown procedure performed on (B)(6) 2022. During the procedure and inside the patient, the device was unable to remove the polyps. The procedure was completed with another brand of snare. There were no patient complications reported as a result of this event.